Event description:
It has been reported to philips that the system c-arm lost motorized function and the room could not be used. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in angiography procedure when the issue occurred, and procedure got delayed by 4 days. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm cannot move. Fse examined the system and found the geo module did not respond to switch presses, because of defective geo module the c arm has no movement. Fse replaced the geo module and after replacement c-arm movement return to normal and the system was returned to use in good working order. The codes were updated based on the investigation outcome.